Manufacturer narrative:
Product event summary: the device, arctic front advance balloon catheter 2af283 with lot number 81337-35, and data files were returned and analyzed. Data files did not show any system notices for the date of the procedure. Visual inspection of the balloon catheter showed there was blood inside the inner balloon. Smart chip verification indicated the catheter was used for seven injections. Pressure testing revealed a leak through the guide wire lumen. The balloon integrity was intact. Dissection showed a guide wire lumen breach at 1.37 inches from the tip. In conclusion, the reported issue was confirmed through testing and the catheter failed the returned product inspection due to a guide wire lumen breach.

Event description:
It was reported that during a cryoablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. Both of the umbilical cables were replaced to no avail. The balloon catheter was then replaced with resolve. The procedure was completed with cryo. The balloon was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.